Event description:
It was reported the physician noticed a tear in one of the leaflets during implantation. The valve was set in the anatomical position and the holder was removed but he sutures were not tied yet. The valve was removed and according to the hospital, the patient spent additional time under extra-body circulation. Additional information has been requested.